Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced frequent nighttime hypoglycemia with glucose values reaching 40 mg/dl, after which a trainer recommended and an agent guided a factory reset of the ilet, reconnected the phone, and resumed insulin delivery; the user reported using fiasp/fl3+ and treated lows with oral glucose. Symptoms included low glucose and urgent low glucose with rapidly falling glucose. Outcomes included the need for immediate corrective action and troubleshooting with education; no hospitalization or ems involvement occurred. Investigation included complaint intake and troubleshooting guidance. Investigation of this case revealed that the cause of the hypoglycemia remained unclear, and no device malfunction was identified during the interaction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.